Event description:
It was reported that the IV tubing set separated. Additional information requested, but was not provided.

Event description:
It was reported that the IV tubing set separated. Additional information requested, but was not provided.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Additional information included patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set separated. Additional information requested, but was not provided.